Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator exhibited a telemetry anomaly and was in back-up mode. The device was replaced.

Event description:
It was reported that the 9800 system had an error message during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
Final analysis found no output or telemetry due to normal battery depletion. The battery voltage was below end-of-life (eol). After replacing the battery and down- loading the product code, normal function ensued.